Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device started running as soon as the battery was attached. According to the report, the device switched to oscillate or drill without depressing the trigger. It was further reported that the event occured in the sterile processing department before use on a patient. There were no delays in the scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was found to run by itself when the battery was connected. Therefore, the reported condition was confirmed. It was further noted that the device triggers were sticking, electronic control unit had a malfunction, voltage output without pressing triggers, electric motor emitted an unusual noise, internal components were corroded. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.